Manufacturer narrative:
This was found to be caused by hard drive failure on both hard drives. Allowing them to rebuild and power-cycling the device resolved the issue. No harm was reported.

Event description:
The nurse reported that the central nurse's station (cns) would not boot back up after a power outage.

Event description:
The nurse reported that the central nurse's station (cns) would not boot back up after a power outage.

Manufacturer narrative:
Details of the complaint on (B)(6 )2018, customer at (B)(6) reported the cns-6201a (pu-621ra sn:(B)(6) ) would not boot back into the application after a power outage. The unit was connected to a ups and the ups was connected to a power strip which was connected to the wall. Service requested : troubleshooting/assistance . Service performed : once powered on, the ups was getting an error light and the right side cell was not charging correctly. The cpu was powered on and got a network service disconnect error. No errors found in the hard drives. Rebuilding the drives and power cycling the unit brought it back up in full operational mode. Investigation result : per nkc DHR, the unit has had no history of ncmr or deviation during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. Pu-621ra sn: (B)(6) was included in the list of affected units identified in CAPA 14-002. CAPA 14-002 is isolated to issues with software version 02-26 and is not related to the current issue. The cns warranty began 04/10/14. The reported issue occurred after over 4 years at user facility. The cns was connected to a ups, which was connected to a power strip plugged into the wall. This set up is against ups manufacturer ametek powervar's recommendation: "the ac power source for the upm should be conveniently near the upm and easily accessible - avoid extension cords or temporary power strips to power the upm." The root cause is determined to be conditions at the facility which caused loss of power to the ups and cns. Sudden loss of power leading to improper shut down of the cns has potential to cause corruption or degradation of the unit's software or parts. Troubleshooting identified an issue with the unit's hard drive. The cns-6201a uses a dual hard drive system with a raid controller. This system provides redundancy on the hard drive to prevent data loss or system failure caused by a failed hard drive. Issue was resolved by removing and reinserting the secondary hdd to allow the cns to rebuild its raid. No part was replaced during the process. No further issues have been reported for this unit. Investigation conclusion: the root cause is determined to be conditions at the facility which caused loss of power to the ups and cns. Sudden loss of power leading to improper shut down of the cns has potential to cause corruption or degradation of the unit's software or parts. Issue was resolved by removing and reinserting the secondary hdd to allow the cns to rebuild its raid.